Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home. Review of transmission revealed non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing, which was noted on a stored electrogram. Programming changes were made. The patient was in stable condition.